Event description:
Product return is not expected.

Event description:
It was reported that, prior to a generator replacement surgery planned for low battery, system diagnostics detected high impedance and low battery on the patient's generator. The surgeon chose to replace the lead and generator as a result. The suspect product has not been received to date. No further relevant information has been received to date.